Event description:
At the end of the phacoemulsification cataract removal procedure, a thermal wound injury was noted. A suture was required to close the incision. Surgery was uneventful otherwise. At pod#1, mild corneal edema was evident, and at 1-week trace edema was noted.